Manufacturer narrative:
Device passed the functional tests including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was in 500 mg/dl to 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode of insulin pump. Customer was treated with manual injections. Customer did not alleging insulin pump was under delivering. Customer performed self test and hardware low level failures alarm occurred. Customer was able to clear the alarm was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer again performed self test and it did not pass. The insulin pump will be returned for analysis.